Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Although it was reported that the patient had elevated metal ions, neither the units of measure nor the lab reports were provided. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at approximately 25° anteversion. It is unknown if the increased anteversion of the acetabular component led to metal debris. The reported pain and elevated metal ions along with the intraoperative findings of a collapsed and grossly loose femoral head component, and minimal bone surrounding the femoral component may be consistent with findings associated with metal debris and loosening of the femoral head. The intraoperative findings of loosening of the femoral component could also accelerate wear and lead to metal debris and result in metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated metal ions and loosening cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to and swelling, elevated cobalt levels and loosening.